Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all patients and orders were not crossing over to multiple machines. A technical support specialist (tss) dialed into station and monitored the missing patient and order reported by the customer. Later tss informed that the customer manually searched for the patients and orders, which appeared to cross over after the bd external messaging services on the server were restarted. The system functioned as intended after the technical support specialist monitored the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all patients and orders were not crossing over, resulting in delays to scheduled surgical operations. The issue affected all or stations. Additionally, it was reported that medications were not populating for override selection. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.